Event description:
During scheduled PICC (peripherally inserted central catheter) dressing change, the PICC was noted to be leaking. The PICC was removed and a new PICC was inserted in a different location. Event reached patient- caused minor harm or required minimal intervention.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch(B)(4). We contacted the customer and asked for more details. Unfortunately, the customer doesn't have the defective product to return and are unable to provide the product code, lot number and conditions of use (time of use, details of any medication/infusion administered through the product. Therefore, this complaint could not be confirmed, and the root cause of this issue cannot be identified. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are also conducted during production. Since there was no product or batch information available, it was not possible to retrieve any reference-related information from our database. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed and identified. Therefore, no further corrective action was initiated by quality management.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch-1000060000-2023-8031. Although vygon was not provided with the malfunctioning device, model and lot number, details of the malfunction will be reviewed as part of the complaint investigation. The results of this investigation are still pending and will be communicated to the FDA within thirty days of its completion through a follow-up MDR.

Event description:
During scheduled PICC (peripherally inserted central catheter) dressing change, the PICC was noted to be leaking. The PICC was removed and a new PICC was inserted in a different location. Event reached patient- caused minor harm or required minimal intervention.